Manufacturer narrative:
Section h9 - z-0115-2017 should have been included along with z-0003-2018.

Manufacturer narrative:
The device was returned for evaluation. Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high currents were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of a high current draw, it is probable that a lithium cluster-induced short circuit caused premature battery depletion. Li clusters are a known depletion mechanism for these advisory products that have been investigated and associated with a field action in october 2016.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. Further information was requested but not received.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient condition was stable.

Manufacturer narrative:
Correction: section h7. The "recall" box should have been selected. Correction: section h9. Z-0115-2017 should have been included along with z-0003-2018.